Event description:
It was reported that the patient had inadequate pain relief. During the revision procedure, the physician attempted to put the lead without making an incision. However, the lead could not be placed and coverage could not be acquired where needed. The physician opted to abort the procedure. The used lead was not returned.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.